Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged wire was confirmed and the cause appeared to be use related. The product returned for evaluation was an 18ga powerglide pro midline catheter assembly. The catheter and delivery handle was returned loose from the delivery device. The safety mechanism had been engaged over the needle tip and the guidewire was returned in two segments. The wire was unraveled and elongated in both segments and contained blood residue throughout. Microscopic examination of the wire showed that the inner core wire contained a region of relative high reflectivity near the fracture surface. The fracture surface itself was granular in appearance. A remaining segment of core wire was found at the distal tip of the loose guidewire segment as well. The loose segment of wire contained evidence of contact with a hard instrument as regions of high reflectivity were seen on the coil wire surface. The fracture site of the coil wire was planar and angled. Regions of tightly coiled, and then loosely coiled, wire were found which indicated highly localized tension on some areas of the wire. Other areas of the wire had been straightened. Microscopic examination of the needle bevel revealed damage to the inner edge of the bevel which is indicative of guidewire retraction against the needle. Microscopic examination of the catheter was unremarkable. The catheter was free of scratching, tears, kinks, and holes. The observed damage was characteristic of guidewire retraction against the needle. It was likely that difficulty was encountered during guidewire insertion and the guidewire was forcefully retracted against the needle. The risk of guidewire damage during retraction can be greater when insertion angles are sharp. A lot history review (lhr) of reat2171 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - facility reported that during the procedure the guidewire "shredded". No other information was available at the time of report. On (B)(6) 2016 - facility reported to the sales representative that the healthcare professional (hcp) was placing the midline and after they had it positioned in the vein they inserted the wire without difficulty and then the catheter. As the hcp was pulling the wire out, the wire was difficult to remove and as it started coming out of the end of the catheter. The wire appeared stretched and unraveled. Hcp immediately called for the physician, who came in. The hcp pulled out the catheter and the wire "snapped" leaving the rest of the wire stuck in the patient's arm. The physician began removing the wire and another piece snapped leaving a bit more of the wire sticking out. A second physician came in and both doctors pulled the rest of the wire out of the patient. The very end of the wire was intact. The physician then took the probe and looked at the vein and stated that the vein was intact and the nothing appeared to be in the vein.